Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected. It is reported that the device stopped working in september 2022.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. In situ measurements are indicative of a device malfunction. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The user's hearing performance is affected. It is reported that the device stopped working in (B)(6) 2022.

Event description:
The user's hearing performance is affected. It is reported that the device stopped working in (B)(6) 2022. The device has been explanted. As per explant report form the conductor link extruded into the external auditory canal. Reportedly, there was a cholesteatoma.

Manufacturer narrative:
Conclusion: device investigation on the received parts revealed a mechanical damage to the conductive link, which is very likely related to the reported extrusion of the conductive link in the external auditory canal. Reportedly, there was a cholesteatoma, which might have contributed to the observed extrusion. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.